Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and there are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the patient reported no hearing due to a migration of electrode into the tympanic cavity caused by middle ear cholesteatoma. It was also reported that the patient has chronic suppurative otitis media. There are plans to explant and re-implant the patient, however, it is yet to be performed as of the date of this report.